Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range pacing lead impedance was observed. A lead connection issue was suspected. Setscrew replacement was suggested.